Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overdose 2 days after a february refill session using a mixture of morphine and zirconitide. At (B)(6) and (B)(6) refills the pump contained zirconitide and no morphine. The patient subsequently experienced a return of symptoms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.